Event description:
It was reported that "there was a revision surgery performed. Currently, had l3-l5 fusion and the physician was extending the fusion proximally to l2 with interbody device placed at l2-3. When the rods were taken out, doctor noticed that the tulip head was loose and pulled the tulip directed up off of the screw post. He then backed out the screw post and replaced it with another xia ii ti pa screw."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.